Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the screen and reservoir side found on (B)(6) 2021. Insulin pump was received with a minor scratched lcd window. No crack on the reservoir side noted during visual inspection. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm, problem isolated on the electronic assembly as per global logic analysis (esf#3926945). Pump was cut open to perform visual inspection and found corrosion on the electronic assembly and force sensor. Corrosion was also found on the battery tube assembly. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage at the reservoir side was not confirmed, however, other cosmetic damage was noted. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm due to corrosion on the electronic assembly and force sensor. During visual inspection, corrosion was also found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.